Event description:
It was reported that the patient had an inappropriate shock due to oversensing during atrial fibrillation. The patient was sitting on the sofa at the time of the shock. Clinic testing could not reproduce the oversensing. Technical services reviewed the electrograms and discussed some more testing options. There were no additional adverse patient effects. The system remains implanted.